Event description:
The event is reported as: the customer tightened the screw and when removing the screwdriver, the tip of the screwdriver remained in the screw. No injury reported.

Manufacturer narrative:
Product has been received by manufacturer for eval, however, the investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.